Event description:
It was reported that the patient was treated in the hospital for an opioid overdose. The reporter stated that the patients family reported that the patient was "fiddling with the dose in the box and then she appeared to be obtunded". The patient was seen in the hospital on (B)(6) 2012 and treated with a narcan drip. The reporter stated that the pump was turned off using a magnet. The medication in the pump was dilaudid. The pump status or patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician; product ID: neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).